Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the reported condition of a colleague infusion pump with 81:05 alarm on channel c was not confirmed or reproduced during product evaluation. Quality engineer reviewed the sample evaluation and found failure code 812:05 to be the last failure code that occurred before the pump was sent in for service and will be selected as the as determined problem code. This condition was due to a defective pump head module (phm). The channel c phm was replaced to fix the reported condition. The device has not been previously sent into service for the reported condition of excessive alarms (fc812:05 chc). However, during previous service on 10-29-2009 for "fc812:05 chb," chb phm was replaced. During previous service on 6-30-2006 for "550 and 545" fc812:05 (channel unspecified) was found in the event history and was determined by service to be a cascade failure. The user interface module was replaced. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an 81:05 alarm on channel c; this condition had the potential to interrupt delivery. This condition was found upon power up. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.